Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon felt uncomfortable about the operation of the prograsp forceps instrument and by confirming, it was found that the wire of the pulley was loose. The planned procedure was completed by using a backup instrument and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable was frayed at the distal end. A small strand was sticking out at the grips of the instrument and the crimp was still attached to the cable. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.